Event description:
The customer reported that the ventilator screen froze up. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer reported the battery was removed to clear the screen freeze. The manufacturers field service engineer (fse) confirmed the reported problem. The fse reported review of the ventilator diagnostic log indicated a 35 volt failure occurrence which may result in a shut down of the device with alarm during normal ventilation mode operation. The fse replaced the power management pcb board to complete the service. Applicable final testing was completed per operating specifications and passed.